Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2018. Customer¿s blood glucose value was 1300 mg/dl. Customer¿s blood glucose during hospitalization was over 600 mg/dl. Customer treated with insulin drip and manual shots for high blood glucose. Customer decline troubleshooting for further assistance. Customer declined to perform a carelink upload. The device will not return for the analysis.